Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, in which fluid loss was noted, caused by a hole in the cylinders and wear and tear in the outer layer of both of them. All components were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).